Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: comp-(B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6). Stated that a glidewell ht implant failed. On (B)(6) 2025, a 35 year old, male patient presented for implant placement on tooth position #10. His bone quality was reported as type ii and oral hygiene as good. The patient returned for a follow-up without symptoms and upon examination, the doctor determined that the implant failed to osseointegrate. The reported device was explanted on (B)(6) 2025 and not replaced. The patient had no permanent injury and did not require additional medical/surgical procedure.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: comp-(B)(4).